Event description:
The trial patient reported she underwent a trial for interstim in (B)(6). The patient stated her trial leads came loose, it wasn't working right and she had some questions. The patient stated she was not sure the leads came loose they were assuming that was what happened. While they were putting it in they got really good response. Right after the procedure, they had trouble with her feeling the stimulation. Then, the patient felt it when she went home. Then it was on and off. She would have to have it up to 10 then turn it off and on and that was why she assumed one of the leads moved. During the trial, it wasn't working to help her symptoms. They suggested to the patient to go to the next stage and that is scheduled for friday. The patient's bladder issues is urgency during the day and she is up 5-6 times per night. The patient stated almost like right after the trial components came out, her urgency symptoms were better during the day than before the trial but at night her symptoms were the same. The patient stated she may reconsider further procedures. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).